Manufacturer narrative:
After inserting a battery, no blank display or display anomaly noted. However, device received with all keypad button did not respond. Device was tested with test keypad traces and all keypad were not function properly. During visual inspection found moisture damage in the keypad connector, internal battery connector, battery connector, electrical board 1. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion in the keypad connector, battery connector, internal battery connector, electrical board 1 and powered up keypad buttons still not response. The original electrical board 1 was replaced and installed in a original electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the device powered up all keypad button function properly. In conclusion, device received with unresponsive buttons due to moisture damage electrical board 1. Device had cracked battery tube threads, cracked case (battery tube). The device p-cap / test reservoir locks in place properly and no anomaly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated that insulin pump was flashing medtronic and would not turn on. Customer noticed insulin pump had a crack. Customer stated that insulin pump was not dropped or bumped. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.